Manufacturer narrative:
A ge (B)(4) service rep investigated the issue and found a faulty hv cable assembly that was replaced to restore function. A battery or the x-ray controller pcb was also replaced incidental to the imaging issue. The system was tested, found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any pt information with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge (B)(4) 9800 fluoroscopy system had imaging issues. Image would go white or gray out when c-arm was rotated to lateral position.